Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture.

Event description:
Patient reported left side "deflation, hardness, nipple pointing down, shaped different", "capsular contracture" baker grade unknown and "lines and bumps. Device remains implanted.